Event description:
It was reported that a user experienced hyperglycemia while using the ilet system with a g7 sensor, teflon tubing, and an abdominal infusion site. Highest reported blood glucose was 387 mg/dl after consuming yogurt believed to be sugar free and not announcing the meal; the user completed a supply change and reported no symptoms. Symptoms included hyperglycemia. Outcomes included no lasting health consequences. Investigation included user interview and troubleshooting with education on meal announcements and carbohydrate disclosure. Investigation of this case revealed user-related factors, specifically a missed meal announcement and ingestion of unexpected carbohydrates, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was use error related to missed meal announcement and dietary intake.